Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black liquid coming from the trilogy100 ventilator. The patient alleges since november the bacterial filter turns black after a couple days of use and "blackness" in the circuit of the vent. It is unknown how the patient cleans the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During evaluation at the manufacturer¿s service center, the trilogy100 ventilator, u.s.a. Device underwent a visual inspection, and no evidence of foam degradation was observed. No foam particles were identified during the assessment. However, despite the absence of foam particles, several components require replacement due to physical damage. The device¿s keypad and ac power connector need to be replaced, and the feet are missing and will also require replacement. The blower and flow sensor were found to be contaminated with dirt and dust. The device is currently awaiting customer approval for repair. The affected products with field complaints alleging pe-pur foam degradation have undergone the establishment of complaint codes specifically identifying foam degradation, for the trilogy series. A field correction action(2021-05-a) was initiated, and medical device recall letters were issued. A field action was initiated to replace pe-pur foam in affected products; degradation was added to the respective dfmeas and the risk management file¿ ER 2200179 v42(trilogy risk matrix) was updated to include hazards associated with foam degradation based on complaints analyzed through various health hazard evaluations (hhes). Risk tags ¿ allergy01, toxic01 reflect the safety risk assessment of design containing the affected pe-pur foam. These complaints were monitored and trended in accordance with the complaint trending procedures. If the complaints were determined to meet the criteria for escalation, they were escalated for risk assessment through the post market clinical escalation process. As of the date of submission for this report, there is no indication that complaints for the failure in question have led to unacceptable levels of severity or probabilities of harm, and therefore no further action will be pursued. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black liquid coming from the trilogy100 ventilator. The patient alleges since november the bacterial filter turns black after a couple days of use and "blackness" in the circuit of the vent. It is unknown how the patient cleans the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The trilogy100 ventilator, u.s.a. Device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.